Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycemia as patient bgl reached 460-500mg/dl [hyperglycaemia] technical issue in the pen [device defective]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from hyperglycemia as patient bgl reached 460-500mg/dl(hyperglycemia)" with an unspecified onset date, "technical issue in the pen(device defective)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard 30 hm penfill (insulin human, insulin isophane) from unknown start date for "product used for unknown indication", patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen 4: mixtard 30 hm penfill: medical history was not provided. On an unknown date, patient suffered from hyperglycemia due to a technical issue in the pen as bgl(blood glucose) reached 460-500mg/dl. Batch numbers: novopen 4: not reported. Mixtard 30 hm penfill: not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "suffered from hyperglycemia as patient bgl reached 460-500mg/dl(hyperglycemia)" was not reported. The outcome for the event "technical issue in the pen (device defective)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. Preliminary manufacturer's comment: 04-oct-2024: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. Company comment: hyperglycemia is assessed as listed event according to novonordisk current refernce safety information on mixtard. Information on indication of the suspect, relevant medical history, history of risk factors like infection, steroid administration, stress, concomitant medications, treatment if any recieved are unavailable for thororugh medical assessment. This single case report is not considered to change the current knowledge of the safety profile of mixtard.

Event description:
Case description: investigation results: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: mixtard 30 hm penfill; batch number : unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: investigational results updated, imdrf codes updated. Malfunction, is non-reportable updated. Expected follow up report removed, final report ticked in EU/ca tab. Narrative updated accordingly. No further information available. Final manufacturer's comment: 19-nov-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard. H3 continued: evaluation summary name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.